Event description:
A customer reported unexpected negative reactivity with the 2-cell screening assay on galileo instrument 10210.

Manufacturer narrative:
A review of the image files showed that test well c2 was visually negative with a reaction strength of 10. Well d2 had a cell button present with some red blood cell adherence surrounding the negative cell button with a reaction strength of 15. An immucor field service engineer performed troubleshooting and identified issues with the pipettor and washer. The washer manifold was cleaned and flushed, pipettor 3 was replaced, the automatic camera adjust and new flatfields were processed, and the negreact was processed with the expected results obtained. The instrument is operating as expected.